Event description:
Additional information: it was reported that a rotor study was performed; however, results were not given. Following the pump replacement the patient had follow-up appointments at which time the patient's concerns were resolved. The patient outcome was reported as recovered without sequelae. The pump was returned to the manufacturer.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4) revealed a hole in the pump tube in the pump head, a deformed pump tube in the pump head, and a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication. Dispense and infusion accuracy failed and showed odd graphing and over infusion. An x-ray was taken of the pump head and the pump tube outlet end appeared to be in an extreme position. Upon destructive analysis, it was noted that when the inner cover was removed that there was an extreme amount of fluid present. Also of note was a pump tube that was discolored, deformed and stretch around the pump head. Further analysis discovered a hole/breach in the pump tube towards the outlet end. It appeared that the tube had become hardened and combined with the mechanical wear the tube material degraded to the point a crack or breach occurred. The leaking fluid from the tube saturated the inside of the pump and started to form residues. These residues if significant enough can cause motor stalls.

Event description:
It was reported that the pump had been alarming; alarm (ascending and descending noises) was also heard on (B)(6) 2012 at 8:30am and 7pm. Upon interrogation healthcare provider (hcp) confirmed multiple motor stalls and motor stall recoveries in the event logs. Stalls were from 15 min to 1 hour, all with recoveries; times varied throughout the day. It was stated that patient had colon resection on (B)(6) 2012, and hcp questioned electro cautery; patient had no new jewelry nor had changed his environment. The cause of the stalls was unknown. Symptoms included increased pain, shakiness, and increased agitation. Hcp thought these were mild withdrawal but then pump started working and symptoms improved. Patient was last refilled on (B)(6) 2012. Drug delivered via the device was fentanyl. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model: 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient's pump was replaced on (B)(6) 2012. More detailed information was provided regarding the previous reported motor stalls also. Reporter stated that the motor had stalled and restarted at least "10 times in 16 days", and the cause was still undetermined. The intermittent motor stalls continued up until pump replacement date. As of (B)(6) 2012, the patient outcome was listed as "no injury." Patient outcome following pump replacement was not provided. Additional information has been requested, but was not available as of the date of this report.